Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection of the returned instrument shows no manufacturing abnormalities. Bio debris is present. The black protective coating is deformed and torn with evidence of being touched or grasped by a sharp instrument. The evacuation line and the power connection cord have been cut from the device. Product was out of the original packaging. No packaging returned. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) hitting the device shaft against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) excessive force. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a shoulder arthroscopy, the werewolf flow 90's black insulation coating, fell off. All fragments were removed via suction. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).